Event description:
Correction: the correct date of awareness is december 16, 2024; not january 13, 2025 as previously reported. Per the clinic, the patient experienced an extrusion of r/s. It was also reported that the patient underwent another surgical procedure to clean the wound during the explantation surgery on (B)(6) 2025 under general anesthesia.

Event description:
Per the clinic, the patient underwent a surgical procedure under general anesthesia on (B)(6) 2024 to perform washout and wound closure. However, on (B)(6) 2025, wound dehiscence recurred, resulting in a decision to explant the device. The device was explanted on (B)(6) 2025. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient developed a wound dehiscence above the pinna due to bte processor rubbing over receiver stimulator. Additional information has been requested but has not been made available as of the date of this report.